Event description:
Reportedly, the device was placed on tissue the approximating lever was closed and the device was confirmed that no staples were placed. The surgeon used a different device to re-anastomose the rectum tube, however this was unsuccessful as the colon and rectum could not be joined. The surgeon converted the procedure to a stoma.